Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. The customer blood glucose level was 105 mg/dl at the time of incident. Customer reports the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.